Event description:
Power button responsiveness was also diminished, requiring frequent re-pressing of entries. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting.